Manufacturer narrative:
Product labeling was evaluated and determined to be sufficient. Product labeling states: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable lab attire when operating or maintaining this or any other automated lab analyzer. The instruction to change the waste filter warns of biohazard condition and advises: wear standard lab attire and follow safe lab procedures when handling any material in the lab. Root cause is operator error. The operator was not wearing proper personal protective equipment, i.e. Eye protection. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
Customer reported an injury was sustained when waste fluid was splashed in the operator's face and eyes. The operator was changing the waster filter on the coulter ac-t diff 2 analyzer when the injury occurred. The operator was wearing a lab coat and gloves. The operator was not wearing eye protection. The operator flushed eyes with water and sought medical attention. Antibiotics were prescribed. The operator had initial baseline testing for (B)(6) and will be retested at 3 months, 6 months and 1 year.